Event description:
It was reported that medium hex driver retaining rod head is crimped and cannot be engaged. The tech used pliers that were not from smith and nephew to loosen the 5mm screw rather than the mini t-handle. The patient was not affected and loss of time was less than one minute.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.